Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed. An unspecified nonconformance was found. Unfortunately, it is not possible to determine whether the nonconformance is related to this event. This model number is not approved for use in the united states and was used as part of a clinical study. The clinical study was not sponsored or monitored by the MFR. All info provided is included in this report. Pt info is not generally available due to confidentiality concerns. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an unapproved dbs (deep brain stimulation) system, including an ipg, as part of a independent clinical study. The pt was diagnosed with and being treated for depression. It was reported the ipg was explanted and replaced due to battery depletion. The explanted ipg was returned to the MFR for analysis. Neither the implant or explant dates for the initial ipg were available. F/u found no further issues reported.